Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip was deployed, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet, with evidence of chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, and tethered leaflets. The clip delivery system (cds) was advanced to the mitral valve leaflets and after some attempts, a good grasp was obtained. Imaging confirmed a good grasp, leaflet immobilization, and limited leaflet mobility. There was an adequate decrease in mr; therefore, the clip was released. After deployment, the mr increased and it was found the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda), and there was evidence of chordal rupture. In the physicians opinion, the slda occurred as a result of tethered leaflets. A second clip was implanted to stabilize the slda clip and reduce the mr. A total of two clips were implanted, reducing the mr to 2-3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. The patient effect of chordal entanglement/rupture is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.